Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to emergency room for low blood glucose three years ago on unknown date. Blood glucose reading was 24 mg/dl. The customer was treated with b50 at the hospital. Troubleshooting for the customer¿s low blood glucose was performed and customer was alleging that insulin pump was over delivering insulin. The insulin pump will be and reservoir will not be returned for analysis.